Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that foreign material present on device occurred. The target lesion was located in a coronary artery. A 182cm mailman guidewire was selected for use. The selected balloon was difficult to advance over the guidewire, and a foreign object was noticed on the guidewire. The guidewire was removed, and the procedure was completed with a different device. There were no patient complications reported.